Event description:
It was reported that the device was explanted and replaced due to increased lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported high voltage lead impedance measurement was confirmed in the laboratory. The atrium and rv coil set screws were unable to grip properly. The root cause could not be determined.